Manufacturer narrative:
The device is not distributed in the united states of america. It was related that 8-hole narrow 4.5 ls plate was broken after its implantation when the patient gdmr was transferred from the chair to the stretcher when she was going to perform an x-ray exam at the hospital. Identified plate (code: 900.362, description: 8-hole narrow 4.5 ls plate, lot: 3657145, qty: 1). Date of manufacture: 16/oct/2015 and expiration date: 16/oct/2030. No information about the type of surgery or the implantation date of the material. No information about the explanation date of the broken plate. Documents and evidence were requested from the distributor, such as radiographic records (pre-operative, post-operative, follow-up, and failure), a medical report describing the occurrence and patient characteristics regarding this event, but we had no return, so they are unknown. No significant surgical delay or injury to the patient was reported. DHR of this lot was analyzed with no faults, including raw material. Based on the available information, no corrective and/or preventive action was required. This occurrence generated the need to notify adverse events to anvisa through notification no. (B)(4). This event will be accounted for and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as applicable.

Event description:
It was related that 8-hole narrow 4.5 ls plate was broken after its implantation when the patient gdmr. Was transferred from the chair to the stretcher when she was going to perform an x-ray exam at the hospital.